Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.

Event description:
It was reported that during an occlusion test the pump exhibited a "motor rate error" and the test could not be completed. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the main pcb was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.